Event description:
A caller reported experiencing a tandem mobi cartridge alarm during the load process. There was no adverse impact on the customer¿s blood glucose level. Tandem technical support confirmed the alarm and decided to replace the pump, advising the customer on how to manage the current pump and what steps to take when receiving the replacement. The customer was informed about the need to return the problematic pump using a pre-paid label and acknowledged all instructions provided. Customer reverted to an alternative method of insulin therapy.